Event description:
In 2008, boston scientific corp was informed that during a procedure, the resolution clip device clip would not come out of the sheath. A second of the same device was used and the clip would not come out of the sheath. A third of the same device was used to complete the procedure without any pt complications. Pt is "fine". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06734.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.